Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a lifting air detector and peeling downstream occlusion (dso) seal. The pump had a dso sensor that failed to calibrate, and while in manufacturing mode, the downstream pressure mv value was found to be stuck at 144 mv when pressure was added to the sensor. The cause of the customer reported problem was the dso sensor was inoperable and out of calibration. The pump was in used condition. Service history review identified that the device was last serviced (B)(6) 2023, for a related issue for "cassette error", where the issue was not duplicated, and a full standard preventative maintenance was performed. The manufacturer representative replaced the dso sensor assembly, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a constant cassette error. This event occurred during testing, there was no patient involvement.